Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis. The blood glucose reading was over 800mg/dl. It was also reported that the customer had gum infection. It was stated the customer was experiencing unexplained high glucose for (B)(6). It was stated that the customer's blood glucose was treated with the insulin pump and manual injections. Troubleshooting was performed. The programming, time, and date on the insulin pump were correct. It was stated that the insulin pump alarmed motor error during a bolus prior to the event. It was stated that the insulin pump was exposed to an MRI. Ran a displacement and self test and the tests passed. No further information was provided.